Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were not responding as usual and the audio bolus button was missing. It was not determined whether the tactile changes occurred prior to the damage to the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, the keypad was intact without damage; however, the audio bolus button was detached from the pump. A damaged bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad/button damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the contrast and up arrow buttons had intermittent response and required excessive force to evoke a response. The remainder of the buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast, up arrow and down arrow buttons. The display screen on the pump was noted have pink contrast when the pump was powered on. A test display was attached to the pump and illuminated properly.